Event description:
It was reported that syringes were cracked and medication leaked out with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: (2 of 3) on three separate occasions, dr. Encountered bd 3ml syringes that were cracked. When administering lidocaine during biopsies, the lidocaine sprayed out of the side of the syringes onto dr., his assistant, and the patient.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect.

Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. Mo was used based off area code and business. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringes were cracked and medication leaked out with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: (2 of 3) on three separate occasions, dr. Encountered bd 3ml syringes that were cracked. When administering lidocaine during biopsies, the lidocaine sprayed out of the side of the syringes onto dr., his assistant, and the patient.